Event description:
It was reported that during an unknown procedure, an error 5 was displayed and the blade was broken. The broken blade was removed, but it was discarded. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade broken and not returned. The device was functionally tested with a generator. During functional testing on the generator an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The batch history records were reviewed with no anomalies noted during the manufacturing process.